Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ vertigo.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable inserted into the arm on (B)(6) 2026. The patient was using a tandem t:slim x2 pump at the time of the event. On (B)(6) 2026 at approximately 2:00 pm, while at work, the patient observed a cgm reading of 240 mg/dl. The patient did not verify the reading with a fingerstick blood glucose (fsbg) measurement. The patient subsequently developed nausea and vomiting and reported being unable to stand because standing would trigger additional vomiting. The patient immediately contacted his mother because he was unable to drive and needed to leave work early. After arriving home, the patient rested without receiving any treatment. Both the patient and his mother believed he was experiencing hypoglycemia. The patient did not check either his cgm or obtain an fsbg measurement while at home. At approximately 12:00 am on (B)(6) 2026, the patient continued to experience persistent vomiting and remained unable to stand. He again did not check his cgm or obtain an fsbg measurement and continued resting. By approximately 9:30 am, after nearly 12 hours of ongoing vomiting, the patient's condition worsened, and he nearly lost consciousness (presyncope). His mother, who was his only companion during the event, transported him to a nearby emergency department (ed). No ambulance was called, and no treatment was administered before arrival. At approximately 10:00 am, the patient arrived at the emergency department (ed). He was initially evaluated in the emergency department (ed) and subsequently transferred to a screening room and then to a treatment room due to continued vomiting and abdominal pain. Upon evaluation, the patient's fsbg was 440 mg/dl, while the cgm reading was 40 mg/dl, indicating a significant discrepancy. Nursing staff monitored the patient's glucose approximately every 30 minutes, with fsbg values ranging from 400 to 450 mg/dl. The treatment included 20 units of lantus, two bags of intravenous (IV) fluids, IV infusion, and an insulin drip (dose unknown). After approximately six hours of treatment, the patient's condition improved, and his fsbg decreased to approximately 180 mg/dl. The patient was discharged at approximately 8:00 pm on (B)(6) 2026. As of (B)(6) 2026, the patient had not removed the sensor and reported feeling better with no ongoing symptoms or additional issues. The patient reported that symptoms consistent with diabetic ketoacidosis (dka) but there was no report of medical diagnosis. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.